Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device. Targeted temperature (tt) was 37c, patient temperature (pt) was 36.8c, water temperature (wt) was 29.8c, flow rate (fr) was1.9lpm, pump hours were 2232, system hours were 2045, heater command (hc) was 19 percentage, water reservoir level (wrl) was 5. Nurse confirmed patient was above target earlier. Suggested continuing to monitor the device. If the patient was above target temperature, the water was not decreasing accordingly, and they get alert 113 again, send device to biomed. If therapy continues without additional alert 113 it was okay to complete therapy. Provided direct number if alert comes back. No further calls over night.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be mixing pump failure. However, there was insufficient information to confirm this potential root cause. Nurses were getting alert 113 (reduced water temperature control) on arctic sun device. Targeted temperature (tt) was 37c, patient temperature (pt) was 36.8c, water temperature (wt) was 29.8c, flow rate (fr) was1.9lpm, pump hours were 2232, system hours were 2045, heater command (hc) was 19 percentage, water reservoir level (wrl) was 5. Nurse confirmed patient was above target earlier. Suggested continuing to monitor the device. If the patient was above target temperature, the water was not decreasing accordingly, and they get alert 113 again, send device to biomed. If therapy continues without additional alert 113 it was okay to complete therapy. Provided direct number if alert comes back. No further calls over night. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Corrections: d, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device. Targeted temperature (tt) was 37c, patient temperature (pt) was 36.8c, water temperature (wt) was 29.8c, flow rate (fr) was1.9lpm, pump hours were 2232, system hours were 2045, heater command (hc) was 19 percentage, water reservoir level (wrl) was 5. Nurse confirmed patient was above target earlier. Suggested continuing to monitor the device. If the patient was above target temperature, the water was not decreasing accordingly, and they get alert 113 again, send device to biomed. If therapy continues without additional alert 113 it was okay to complete therapy. Provided direct number if alert comes back. No further calls over night.